Event description:
It was reported that unk during a procedure, had trouble opening device to insert the reload. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the clamping mechanism damaged and with no cartridge present. However a cartridge was placed on the device and it could be loaded without any difficulties. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken not allowing the device to close. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B)(4). The mfg records were reviewed and no anomalies were found during the mfg process.